Event description:
Additional information received indicated during an unrelated procedure, the pace/sense portion of the right ventricular (rv) lead was capped and the device was programmed for left ventricular pacing only. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient presented in clinic after receiving inappropriate shocks. Upon investigation, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Lead damage was suspected to be the cause of the event, however, no lead damage could be confirmed with x-ray imaging. The device was reprogrammed to avoid any future inappropriate shock, and lead revision is anticipated to resolve the event. The patient was stable and will continue to be monitored.